Event description:
(B)(4). Argon 28ga PICC line 11403708. Event description: ¿at 1804 (B)(6), rn shut lipids off and small amount of blood noticed in tubing. T. Sheets np tried to flush line with no success and noticed line out 3cm. (B)(6) cleaned out the hub and flushed line and restarted fluids. At 1900 change of shift the pump was beeping occlusion and (B)(6) np flushed the line and fluids restarted. At 2040 dressing noted to be loose and (B)(6) noted a crack in the hub of the PICC line when she was redressing it and the PICC line was removed at that time. Contributing factors: if there if blood in the line it is highly likely that there is a loose connection or a crack in the hub or tubing. A crack in the hub could have been caused when disconnecting the hub for flushing. One must be very careful when twisting to disconnect or a crack can develop.¿

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there was no sample returned for this complaint. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining the definite root cause of the breakage and a corrective action is not possible. There have been no other complaints regarding this issue with this lot number. If a sample is returned at a future date, this complaint will be reopened for further evaluation at that time.

Manufacturer narrative:
It is unknown if the sample will get returned or not. Argon has not received the sample for investigation yet. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Pe (B)(4). Argon 28ga PICC line 11403708. Event description: ¿at 1804 (B)(6) rn shut lipids off and small amount of blood noticed in tubing.(B)(6) np tried to flush line with no success and noticed line out 3cm. (B)(6) cleaned out the hub and flushed line and restarted fluids. At 1900 change of shift the pump was beeping occlusion and (B)(6) np flushed the line and fluids restarted. At 2040 dressing noted to be loose and (B)(6) noted a crack in the hub of the PICC line when she was redressing it and the PICC line was removed at that time. Contributing factors: if there if blood in the line it is highly likely that there is a loose connection or a crack in the hub or tubing. A crack in the hub could have been caused when disconnecting the hub for flushing. One must be very careful when twisting to disconnect or a crack can develop.¿